Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The fse performed a touch screen calibration and entered diagnostic mode for calibration. The calibration was successful. The fse restarted the unit, clicked on the screen, and the unit worked properly. The device was returned to full functionality.

Event description:
The customer reported touchscreen failure. There was no patient involvement.